Manufacturer narrative:
This report is for an unknown 4.5 mm cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, a revision of a nonunion of a proximal humerus was performed. The hardware was successfully removed and a multi-lock nail was placed along with a 3.5 lcp plate to augment the fracture. The procedure and patient outcome were unknown. This report is for one (1) unk - screws: 4.5 mm cortex. This is report 4 of 18 for complaint (B)(4).